Event description:
A home pt (hp) contacted baxter's technical service center (tsc) regarding a system error 2367 message that appeared on the hp's homechoice machine during the initial drain cycle of their automated peritoneal dialysis therapy. Per initial report, the home pt was connected to the setup and in the initial drain at the time of the call and had previously received a system error 2240 alarm in dwell 4/4 and subsequently cycled the homechoice machine off/on several times to attempt to start a new therapy session using the same supplies. Baxter's technical service center assisted the home pt in ending therapy early. No pt injury was indicated at the time of the initial report.